Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon overnight and upon removal the string pulled out leaving the pledget inside her vaginal cavity. She had to manually remove the pledget and it came out in two pieces. She was able to remove the pledget pieces and did not seek medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
H10 device evaluation: a visual inspection of three companion samples did not observe any product defects or abnormalities.